Event description:
It was reported that during a post-implant follow up, the lead exhibited high threshold due to microdislodgement. During a lead repositioning procedure, the lead was unable to be removed from the pacemaker's header. Even after repeated attempts the lead couldn't be detached from the device header. The entire system was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.